Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that some options on the handheld were not available to be selected. The spco readings were too high and sometimes unavailable. The french language could not be selected (not available). No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing it was determined that a core board software corruption caused some of the settings and options to not function properly. The core board was replaced and the device functioned as designed.